Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. Customer provides additional batch numbers in this complaint for material # 309050: 2307106 mfg 03 jul 2023 expires 30 jun 2028. 2207216 mfg 20 jul 2022 expires 30 jun 2027. 2306118 mfg 30 may 2023 expires 31 may 2028.

Event description:
It was reported that bd discardit syringe s2 had flake chips fall out when the piston was moved. The following information was provided by the initial reporter: a white crumb crumbled from the plunger of the syringe. When the piston was moved back and forth, more chips came out. Event occurred during use.

Manufacturer narrative:
Correction to patient outcome.

Manufacturer narrative:
A device history record review was performed for provided material number 309050 and lot numbers 2307106, 2207216, 2306118, and 2305198. The review did not reveal any detected quality issues during the production process related to this reported incident. To aid in the investigation of this issue, a box full of 600+ syringes was returned for evaluation by our quality team. After a review of the returned samples, we were able to detect lubricant flakes. This is not considered a defect. The observed particles are composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. The most restrictive food additives regulations from different countries allow a maximum level of 0.2 % of lubricant. The specification for the quantity of lubricant used in the barrel of bd two-piece syringes is below this limit. A toxicologic material risk assessment for the slip agents used in bd discardit ii 2-piece syringes indicate an extremely low to negligible risk of adverse effect in this clinical application. Based on the evaluation conducted, it is concluded that the reported particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices.

Event description:
Has there been any patient impact (serious injury, medical intervention, change of treatment required)? The syringes have not directly caused harm to the patients. The first time it was noticed, the nurse was injecting medicine with a syringe and had noticed lumps among the medicine. The nurse went to make a new medicine and took a different syringe.